Event description:
It was reported by the patient that approximately three weeks after cardiac resynchronization therapy defibrillator (crt-d) implantation, they experienced discomfort and a sensation of inflammation at the implant site. The patient indicated that the implant was less noticeable while at rest but reported swelling and pain in the area during movement or activity. The patient also described intermittent numbness in the hand that improved with movement. It was further reported that they expressed concern about whether the symptoms were related to the normal healing process. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.